Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19aug2020.

Event description:
The customer reported touchscreen fault. There was no patient or user harm reported. The philips field service engineer (fse) confirmed the reported issue of touchscreen insensitive. The fse recalibrated the touchscreen and then tested the unit and returned the device to service.